Event description:
The patient reported he was concerned that his insulin infusion device was damaged during his recent car accident although there is no physically apparent damage except for the absence of one of the button rings. He stated the car accident was due to a genetic seizure disorder and unrelated to his diabetes as his blood glucose levels up to the time of the accident were within his normal range of 160-180 mg/dl. The pt stated that while in the hosp and since returning home his blood glucose readings have been elevated in the 200-450 mg/dl range. He said that he was not on an insulin drip during hospitalization. He stated he would correct his blood glucose levels by first giving himself a correction bolus through the infusion device and then, if that didn't work, giving himself an injection of insulin. The patient stated that he got out of the hospital in 2007 and changed to his backup infusion device the following day. He stated his blood glucose readings have been "good" since the switch to the backup device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.